Manufacturer narrative:
It was reported to abbott a patient¿s system was auto reducing. Fluoroscopy showed both leads had fractured and had migrated. The patient underwent a revision where both original leads were removed and replaced with new leads at the top of t7 with no complications. Effective therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that one lead was fractured. The leads had also migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.